Event description:
It was reported that one day post implant, an alert had been generated due to an atrial arrythmia burden (aab) which was 3.0 hours in duration within a 24-hour period. Presenting electrogram (egm) showed sinus rhythm with intermittent loss of right ventricular (rv) capture. Several rv intrinsic signals were noted post vp events. Post procedure threshold measurements were 1.6v@0.4ms and in-office threshold measurements were recorded as 0.6v@0.4ms. The recorded rv sensing and impedance measurements were stable. The information has been documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.